Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial:(B)(6), batch: 7292830, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing excruciating pain as well as itching from the tape. It was noted that the patients trial leads had migrated. The patient underwent an early lead pull procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility,